Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post-implant the right atrial (ra) lead and right ventricular (rv) lead had dislodged. The ra and rv leads were attempted to be repositioned, but were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.